Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, the customer received a continuous glucose monitor error 42. There was no reported adverse effect to the customer's blood glucose level. The pump was reset, customer corrected the time, and continued to use the pump for insulin therapy.